Event description:
It was reported that a cdh29 was used during a low anterior resection. It was reported by the affiliate that the surgeon could not perform the anastomosis properly. The donuts formed correctly, but they kept free along the anvil. There was no consequence to the patient.